Event description:
Hcp reported pt presented in 2004 with signs of a wound infection after slipping in the mud while cleaning an above ground pool. Hcp reported pt was treated with antibiotics and device removal 2004. The device was returned to the MFR for analysis hcp reported pt recovered and ipg was replaced january 2005.